Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.